Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received indicated that during an endovascular procedure, the physician successfully re-entered the vessel using the outback re-entry catheter. Fifty (50) cm. Of the outback could not be pulled out as it had hooked. So, the complete system (wire and outback) had to be removed from the vessel. Nothing had been detected, either on the wire or on the outback during visual inspection. All channels had been rinsed/flushed correctly. There was no reported patient injury. The product was returned for inspection. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The cannula was received retracted. One kink was observed approximated 2.5cm from distal tip end. Unknown gw was received with the returned device, several damages were observed in the unknown gw. No other anomalies were observed in the returned device. Insertion withdrawal test was performed trough cordis 6f catheter sheath introducer; no anomalies were noted while withdrawing the device from the sheath introducer. Cannula could not be deployed; this could be related to the kink found near the distal section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure withdrawal difficulty-from vessel reported by the costumer was not confirmed; since the insertion withdrawal test was performed without difficulty, however secondary failure kink in the shaft could be not determined. The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore; no corrective/preventive action will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
The report received from the affiliate indicated that during an endovascular procedure, the physician successfully re-entered into the vessel using the outback re-entry catheter. The remaining fifty (50) cm. Of the outback could not be pulled out as it had hooked. So, the complete system (wire and outback) had to be pulled out of the vessel. Nothing had been detected, either on the wire or on the outback during visual inspection. All channels had been rinsed/flushed correctly. The patient is in a good condition/no reported patient injury. Finally, a stent was implanted.